Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and the air water channel tested positive for mesophilic aerobic germs. Additional culturing was performed. The results are still pending. The customer provided additional information regarding the cleaning, disinfection and sterilization (cds) performed at the facility. During pre-cleaning, the customer suctions in water from the instrument/suction channel and flushed out the air/water channel. During pre-cleaning, the customer doesn't use a detergent as it takes place at the endoscopy unit with aqua disinfection. During manual cleaning, the customer uses cleaning agent gigazyme and brushes the instrument channel, the suction cylinder, instrument channel port and distal end/area around the elevator. The customer only rinses the balloon channel with gigazyme. The customer uses disposable brushes from mtw. There are two different sizes that are used depending on the channel size. For automated endoscope reprocessor (aer) treatment, the etd3 (endothermo disinfector) along with detergent thermosept cleaner schülke/thermosept base schülke and disinfectant thermosept paa schülke. According to the customer, the aer was last validated on (B)(6) 2021, with no issue. The scope is stored in a simple cabinet without a drying function and hung vertically with the protective cap at the distal end. Olympus is the customer¿s maintenance company. The scope is not sterilized. The device has been returned to olympus and the evaluation has not been completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the suction channel on the evis exera ii ultrasound gastrovideoscope tested positive for less than a 1,000 colony forming units (cfus) of coagulase-negative staphylococci and over 1,000 cfus of escherichia coli. The issue was found during a routine culture of the scope, sampling occurred at reprocessing. The customer also reported the device had artifacts in the image as well. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This medical device report (MDR) is being submitted to capture the reportable malfunction of the device testing positive for microbial contamination.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus sent the subject device to a third party for culture testing where no hygiene relevant germs were detected. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the image guide cover lens was damaged, the charged coupled device cover lens glue was chipped, there was play in the angulation wires, and the probe unit piezo elements were defective. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the same germs were not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.